Event description:
The original analysis of this complaint determined that it applied to exemption. During the evaluation of the unit on 06/20/2006 the reported complaint of no audio was confirmed and was isolated to the main pcb. This is not associated with recall. There was no patient harm reported.